Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the customer had been experiencing high blood glucose and wasn't feeling well. Customer's blood glucose was 465 mg/dl. Customer was having trouble breathing and customer believed he might need to contact the paramedics. Company representative called the paramedics and they arrived at the customer's home while on the call. Customer was experiencing symptoms such as fatigue and pain across the chest. Troubleshooting was not performed as customer was not feeling well. Customer was advised to call back to perform troubleshooting on the insulin pump. The device is not returning for analysis.